Event description:
Complaint submitted through clinical data collection, with limited details provided. Further information regarding the patient or event is unlikely to become available. The product involved is duramatrix-onlay®. A patient experienced an adverse event (ae) characterized as wound dehiscence with purulent discharge. The initial surgery was (B)(6) 2025 and the location of the implant was the anterior fossa. No sutures, sealants or other dural closure products were used during the procedure. No csf leak was observed post-placement. A drainage shunt was used. A routine follow up visit on (B)(6) 2025 noted no adverse events. However, a subsequent follow-up visit on (B)(6) 2025 indicated wound dehiscence on the "scalp, wound". The patient was initially prescribed cephalexin which was switched to doxycycline due to sensitivities. Clinical data collection indicated that the adverse event was unrelated to the intervention. No surgical intervention was required. No further information surrounding patient status or patient outcome was provided.